Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a needle anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated when transmitter is connected to sensor. The transmitter did not blink. The customer advised that when testing it did blink. The customer removed that sensor and saw that there is no electrode.

Manufacturer narrative:
A visual inspection was performed on two opened and used enlite sensors found both sensor were returned with the cannulas bent and retracted inside of the sensor base; unable to confirm if the sensor were received in said condition due to the sensors were returned opened and used. The insertion needles were not returned with the sensors.